Event description:
It was reported that a customer experienced an issue with a cartridge not fully snapping into their pump, and the customer noted that the cartridge would not fit unless the o-ring was removed. There was no adverse impact to the customer's blood glucose level. Customer technical support requested photos to investigate further, but ultimately no further actions were needed, and the case was closed.